Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/29/16 voice mail, 11/30/16 email, 11/30/16 voice mail.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The patient was switched to manual ventilation to complete the case. There was no report of patient injury.